Manufacturer narrative:
The device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. The device had cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functioning correctly and had a blank display. Blood glucose level at the time of the incident was 74 mg/dl. Customer also reported there was fluid under the lcd screen and there was a crack in casing. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.